Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "off set self check failure - 1174" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; instead the device was evaluated by a zoll representative. The customer's report was duplicated and the smart pneumatic module board was replaced to resolve the report. Analysis for reports of this type has not identified an increase in trend.